Manufacturer narrative:
Concomitant medical products: 6725 adaptor and dtba1d4 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's lead became dislodged, had high thresholds, and was oversensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.